Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a coronary stenting treatment procedure, difficulty crossing the lesion occurred. Details of the lesion are unknown. The procedure was successfully completed with a different device. There were no adverse event to the patient. No patient complications were reported and the patient's status is fine. However, product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). A visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the crimped stent found that a proximal edge stent strut was lifted. No issues existed with the profile of the remainder of the crimped stent or with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).